Event description:
Information was received via the (B)(4) study database that blood cultures were (B)(6) for staph aureus and the patient was admitted to the hospital for IV antibiotic treatment. The patient did not have any symptoms, but had persistent leukocytosis for three months. A PICC line was inserted for a six week course of IV cefazolin prescribed by infectious disease consult followed by suppressive therapy of oral cephalexin 500mg every 6-8 hours indefinitely. Outpatient antibiotic therapy was arranged and the patient was discharged.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): infection is a known potential adverse events associated with the implantation of all lvads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. Although a definitive conclusion cannot be made regarding the source of the reported infection, patient factors including driveline exit site management and this patient's previous driveline site infections may have contributed to this reported event. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 113 of 117 . The pump remains implanted.